Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" >7.5 and 1.2. Customer obtained >7.5 error message twice when testing same pt. No lab draws were done. Last week pt resulted in 1.2 (no range established yet). On coumadin for only approx 1.5 weeks (coumadin was stopped when pt was hospitalized/admitted for 1.5 weeks). Pt is not on heparin, lovenox, amiodarone, abx. No cancer, anemia, dialysis, thyroid dysfunction, aps, lupus.

Manufacturer narrative:
Investigation pending.